Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that a cs 087 call service alarm was emitted but the alarm was missing in the pump¿s alarm history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 29-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: a review of the black box data and alarm history showed evidence of three cs 087 call service alarms on (B)(6) 2017. The pump powered on with a cs 069 alarm that would not clear. Further testing was not able to be performed due to the unrelated call service alarm issue.